Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device and delivery system (wds) were selected for use. The was kinked inside the patient. The device was deployed unsuccessfully, so the was exchanged for another of the same device. The procedure was completed with no further complications.